Manufacturer narrative:
Product ID 3889-28, lot # j0340440v, implanted: (B)(6) 2004, product type lead. Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension. Product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect; the patient lost relief yesterday. The patient didn't have her patient programmer to check her implant. If additional information is received, a follow up report will be sent.